Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
"Customer states that the charging mechanism is not functioning properly. Rad-8 monitor will only power on with ac power connection, and powers off shortly if not plugged in. Monitor is continuously charging overnight. Battery charging green light illuminates when plugged in". No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was unable to power on using ac power. Internal inspection. Indicated a loose capacitor from the power supply. The unit was able to engage in monitoring using masimo test module and finger/sensor, and found to visually and audibly alarm during alarm conditions. The battery capacity was tested and showed to be significantly reduced. The battery was capable of sustaining operation no longer than 10-12 minutes. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.